Manufacturer narrative:
The user facility reported that the tempered glass in the washer door cracked and a portion fell into the washer's chamber. It should be noted that tempered glass crumbles into smaller pieces when impacted rather than splintering into shards like traditional plate glass. A washer manifold with instruments was present in the washer during the time of the reported event; all instruments were reprocessed before sterilization. The steris service technician inspected the washer and found no operational issues. The technician inspected the scs conveyor system and found no issues; the proximity switches and controls were found to be operating properly. During evaluation of the unit, the technician identified that the pneumatic cylinder, which is part of the scs conveyor system, contacted the door which caused the reported event. The user facility reported to the technician that prior to the reported event, a manifold was on the scs conveyor system moving towards the washer door. An employee held back the manifold to prevent it from moving into the washer's chamber, however the pneumatic cylinder still moved forward, contacting the door and causing the reported damage. The operator manual states (pp. 1-2), "always wear appropriate personal protective equipment (ppe), including gloves as well as a face shield, and avoid all contact with inner walls when reaching into chamber." The steris service technician replaced the door assembly, tested the washer and confirmed it to be operating properly. No additional issues have been reported.

Event description:
The user facility reported the tempered glass door of their reliance vision single chamber washer was damaged. No injuries were reported.